Event description:
Following an operation for a recurrence of primary disease, the previously implanted mesh was isolated and checked. During this check, the ring was found to be bent and the mesh was explanted. It is reported that the patient had an uncomfortable feeling before the mesh was explanted.

Manufacturer narrative:
Evaluation of returned sample found that the mesh weld was partially separated and bent. The subject product was manufactured prior to a the design change and is part of a previously initiated recall.